Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0jckn, implanted: (B)(6) 2014, product type: lead.

Event description:
The consumer reported that she had to have the device re-done on (B)(6) 2015 because it came out of the pocket. The health care professional had to put it deeper in the pocket. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.